Event description:
A hemodialysis user facility has reported that during treatment, an internal blood leak occurred. The leak was visually observed at the head of the dialyzer. Test strips were used to confirm. Estimated blood loss was 250cc's. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample available for MFR eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.